Manufacturer narrative:
Routine troubleshooting resolved the issue. The customer found the reagent probe fitting was slightly loose. The customer tightened it to resolve the issue. Service was not needed. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a contained leak under the reagent probe b on their unicel dxc 600 pro synchron system. The operator wore gloves and eye protection while operating the instrument. There was no report of injury. No erroneous results were generated.